Manufacturer narrative:
The zoll catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A post cardiac arrest patient was inserted a quattro catheter without issue in the femoral vein for therapeutic hypothermia. The thermogard console exhibited a possible airtrap alarm and empty saline bag was noticed. No physical signs of leak was observed on the start-up kit, on the floor and on the patient's bedside. Saline bag was replaced. The catheter was not removed from the patient and patient temperature management treatment was continued using the same thermogard console after airtrap alarm was cleared. Per reporter, treatment was finished. No further temperature management therapy was administered on the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as a quattro catheter leak was found at the manifold/ shaft area. Visual examination found a kink at medial area. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. All lumens flushed as intended. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for quattro catheter lot# 75725.